Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the black box showed a call service 012 alarm on (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no alarms occurring. The complaint could not be duplicated on investigation. The pump¿s cover was removed and there were no defects found to the power circuit or to the cgm module.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple call service 012 alarms that could not be cleared. It is unknown at this time if the alarm occurred during bolus delivery or not. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.